Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry (ble). The device was interrogated in clinic and ble was reset. There were no patient consequences.